Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trend was identified. As received, the catheter tubing was cut at an angle at the 20cm mark and the blue boot had a fracture in it. Both were attached to the port, however the device had not been assembled as per the instructions for use: the tapered end of the blue boot was pointing toward the proximal end of the catheter which is incorrect, i.e. The blue boot had been assembled onto the port backwards. The catheter tubing was cut at an angle at the 20cm mark. Damage (tear/slice) to the blue boot was observed and this damage also carried to the catheter tubing attached to the port outlet tube. A cross-section view of the catheter at the 20cm mark site did not show any out-of-round or thin wall issues. Dimensions of the catheter tubing were taken at the 20cm mark site and both the tubing ID and od were found to meet specification. The reported complaint description was confirmed as the port was returned with a fracture in the blue boot and catheter tubing underneath the blue boot. The root cause of the fracture is likely due to flexural fatigue at the port connection; this is likely a result of the blue strain relief having been assembled onto the port backwards by the end user. When assembled backwards, the thinner tapered end of the blue strain relief is in contact with the port body and this was the location of the fracture. As stated in the dfu: "blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter." The catheter/blue boot is provided as a separate component with the port assembly kit. The end user attaches the catheter tubing and blue boot to the port during the implantation procedure. This event is not a result of a manufacturing non-conformance, it is a result of user error in assembling the blue strain relief backwards onto the port body. (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodyanmics, however the device evaluation is in-process. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a catheter/port which had been implanted on (B)(6) 2016 was removed on (B)(6)2017 because it "wasn't working." The patient went to ir to have it checked. Upon removal, the physician noticed a tear in the catheter material. The port was exchanged for a new one. No complications or patient injury was reported. The used port has been returned to angiodynamics.